Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient fell and started experiencing discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 during which the ipg was replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.